Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited high impedance measurement and noise. The ra lead was removed and replaced. The patient was recovering post-procedure.

Event description:
New information received notes the patient was in a stable condition.